Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that intermittently the pump wake button was not turning the pump touchscreen on. After pressing the button multiple times, the touchscreen came on. There was no reported impact to customer's blood glucose.